Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned for analysis where it was discovered that the helix was disengaged from helical channel. The helix could not be extended due to being over-retracted. Blood/body fluid was present on the distal conductor and helix mechanism.

Event description:
It was reported that after positioning the lead during the implant procedure, the helix could not be extended. The lead was removed from the patient, and when the helix was turned, torque built up in the lead and the helix popped out of the lead suddenly. The lead was not implanted. No patient complications have been reported as a result of this event.